Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing of suspected lead noise. Further lead testing and programming changes were suggested; no changes or intervention were reported. There were no patient consequences.